Event description:
Pt's chemo dactinomycin given at 2342. Rn at the bedside while med was infusing. Pt had no c/o of pain or leaking while med was infusing. After medication finished at 2357, ns ran for a few seconds to flush the line. When disconnecting the chemo med, floor next to pt was wet with about 10ml of clear fluid and chemo line also seemed wet. Pt questioned whether or not she spilled any water on floor. Pt denied to have spilled any fluid on the floor. Upon examination, the part of the chemo line connected to the spinning spiros, closed male luer connector appeared wet and leaking. Charge nurse made aware and chemo spill protocol initiated. Supervisor, md, and pharmacist also made aware. Pt moved into a different bedroom. Chemo med and tubing taken back to the pharmacy.